Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while supporting a patient, the cardiosave intra-aortic balloon had a fiber optic sensor module failure. The customer verified module failure by bringing in another console and all worked as expected and the iabp was taken to the facility biomedical engineer for evaluation. No adverse event was reported.